Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 120 units of insulin and the next day a minimum fill notification was received. Another cartridge was successfully. Blood glucose was 490 mg/dl.